Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a nonresponsive sleep/wake button that prevented normal wake and operation of the pump unless placed on a charger, resulting in interruptions to insulin delivery after disconnection for a shower; removal of the case did not restore function and the device required replacement. Symptoms included hyperglycemia with a reported peak of 308 mg/dl for approximately three hours without ketone testing or medical intervention. Outcomes included temporary interruption of insulin delivery and the need for manual correction dosing. Investigation included guided troubleshooting to confirm proper tap technique, assessment of vibration feedback, cleaning of the button area, operation with and without the case, and function while on the charger. Investigation of this device revealed a failure of the sleep/wake touch interface consistent with an unresponsive button component leading to inability to wake the device off-charger. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the sleep/wake touch interface.